Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 117 mg/dl. The keypad is not responding. The customer was asked if recalls any significant events leading to the keypad issues. The customer response is no. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No failed battery test noted. However, the insulin pump was received with corroded battery tube. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, broken belt clip slot and cracked battery tube threads.